Event description:
It was reported that the patient was taken to the emergency department due to an increase in seizures. It was identified that the patient's device had high impedance. The increase in seizures was below the patient's pre-vns baseline, but the physician believed that the seizures were due to the high impedance. The physician stated that the high impedance was likely due to the patient's violent seizures. The patient was referred for full revision surgery. No surgical intervention has occurred to date.

Event description:
Full revision surgery occurred. The explant facility does not return devices per policy.